Manufacturer narrative:
(B) (4).

Event description:
Following a pump replacement (see MFR report# 3007566237-2010-00551), the pt began experiencing increasing pain and swelling over the pump. On (B) (6) 2009, the wound dehisced with purulent matter coming from the area. Cultures revealed (B) (6) coagulase positive. The pt had recurrent infection and was getting treatment at the wound clinic. The event was ongoing.